Manufacturer narrative:
No product returning for eval. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels (44 mg/dl). Reportedly, the customer ate cookies to stabilize blood glucose levels, and then bolused for the carbohydrates that were consumed.